Event description:
I have had 4 abbott freestyle libre 14 day continuous glucose monitors that have not worked....3 were sent directly from abbott. The original was purchased from walgreens. I have used this product the previous 2 years successfully. I have not changed phones or cases but I get "scan error" when I put it on. I call abbott, go through all their support questions, mail it back and receive another nonfunctioning monitor. I am a medical laboratory scientist and have reread the brochures each time to make sure they did not make a change. I have since read other people having the same issues. They should not be allowed to continue to send these out when they have to be aware that they have a problem. The last support guy told me I should buy the freestyle 2. But he said he couldn't send me it as a replacement, so he sent me another broken one. I have not had a monitor for over two months. Thanks. Last one lot: 240329p. Sn: (B)(6), exp date: 11/30/2024. Monitor never worked so, no results. Reference reports: mw5154476, mw5154478, mw5154479.